Event description:
The patient reported visiting the emergency room (ER) due to their blood glucose levels decreasing to 47 mg/dl. Patient attempted to pause the insulin delivery but all the options on the main menu were grayed out. The patient attempted to select the pod info option on the top right corner of the main screen of the controller in order to select change pod but this option was also grayed out. Patient attempted to change mode to manual but the controller was blue already and when they tried to press the manual mode it said: "manual mode not available." Additional information regarding the incident was solicited but was not provided per patient's request. If additional information is provided and/or results from return product analysis investigation becomes available, a follow up report will be submitted.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.0.1 smartphone operating system: n5004l-am-q-mv01602-06-01.06 smartphone hardware: n5004l cgm sensor type: g6 *please note, that section d is capturing the device identifiers as reported by the complainant.  This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.